Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump data was missing from the pump's history. A review of the customer's pump history was inaccurate and indicated a data log corruption. There was no impact to the customer's blood glucose level. The current pump will continue to be used for diabetes management.